Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula retracted or did not deploy. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed; the pink slide insert was not visible through the viewing window of the top housing. The adhesive pad was not returned with the device. The data extracted from the device shows the pod ran 0 pulses and was in pod state 14, indicating the pod transitioned to a deactivated state because it was not paired with a pdm within the required duration after being filled. The pod could not be activated in this state and thus, both the needle deployment and fluid delivery were prohibited.